Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular arrhythmia could not be conclusively established through this evaluation. Analysis of the submitted log file captured pulsatility index (pi) events; however, no atypical alarms/events were noted throughout the data capture. Available information provided that the patient had a ventricular arrhythmia that self-terminated prior to defibrillator therapy on (B)(6) 2026. The patient denied any ventricular assist device (vad) alarms at the time of event but was unaware of the event. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The patient remains ongoing on (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that multiple pulsatility index (pi) events were noted. The patient had a ventricular arrhythmia that self-terminated prior to defibrillator therapy on (B)(6) 2026. The patient denied any ventricular assist device (vad) alarms at the time of event but was unaware of the event. There were no unusual events recorded in the log file event history and only multiple clusters of pi events were seen. The mechanical circulatory support (mcs) equipment was operating as intended.